Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 8 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2025. The device was retested on (B)(6) 2025, and it tested positive for 90 cfus of staphylococcus hominis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.